Event description:
Kraehling, h., akkurt, b. H., elsharkawy, m., ayad, a., ergawy, m., celik, e., chapot, r., schwindt, w., <(>&<)> stracke, c. P. (2024). A giant stent for giant cerebral aneurysms¿the accero ® -rex-stent. Journal of clinical medicine, 13(2), 388. Https://doi.org/10 .3390/jcm13020388 medtronic review of the literature article found a review of 5 patients who had non-medtronic stents implanted for the treatment of giant intracranial aneurysms. In only one case was a medtronic device noted to be used. A rebar 18 microcatheter was used with a guidewire to navigate the intermediate catheter to the treatment location so the non-medtronic microcatheter used for the stent delivery could be delivered. Three stents were implanted to cover the entire aneurysm vessel. There was no reported device malfunction and no intra-operative/peri-interventional complications. 5 days post-operative, magnetic resonance imaging (MRI) showed aneurysm partial thrombosis with normal perfusion of the implanted stents. However, there were several embolic micro infarctions detected on both sides of the occipital, pontine, and cerebellar regions. The patient's neurological status had declined with manifestation of incomplete tetraparesis. 7 days later, the patient underwent treatment with another non-medtronic flow diverter to treat the large aneurysm of the left vertebral artery (va) which was compressing the patient's brain stem. Post-interventional imaging showed no new ischemia; the patient's known tetraparesis persisted. The patient was discharged to rehabilitation 8 days post-operative. It was noted that the patient died 2 months later due to unrelated cardiovascular co-morbidities. The patient's death was not associated with any of the devices or the aneurysm intervention procedures.

Manufacturer narrative:
A2. Reported age is representative of the mean age of all patients included in the study. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.